Manufacturer narrative:
Exemption number e2019001. Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported separation appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that following preparation of a 4.0 x 12 mm nc trek balloon dilatation catheter (bdc), the proximal shaft separated. The bdc was not used and there was no patient involvement. A new unspecified nc trek bdc was used to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.